Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer changes the infusion set every three days, but he did not change when the cannula was crimped. Reviewed the alarm history and found several no delivery alarms. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.